Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6), product type extension; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension; (B)(4). Analysis of the stimulator found no anomaly. Analysis of the 2 extensions (model# 37081-40) found no anomaly. Analysis of the lead (model# 3778-45, serial# (B)(4)) found no significant anomaly. The outer insulation was melted (suspected cautery artifact) analysis of the lead (model# 3778-45, serial# (B)(4)) found no significant anomaly. The stimulation body conductor was cut.

Manufacturer narrative:
(B)(4).

Event description:
It was reported impedances were high on one lead and the lead had migrated down. Since the leads were being replaced, the implantable neurostimulator (ins) was also replaced as it had been implanted for 3+ years. The patient had "great" coverage 1 month prior to report, and during the operation the patient regained coverage as requested. It was noted there was no patient injury, and the patient recovered without sequela after the system replacement.